Event description:
A zoll distributor returned monitor sn: (B)(4) to report that the monitor delivered a biphasic pulse out of specification.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. The reported problem (biphasic pulse out of spec) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor was intermittently delivering monophasic pulse during pulse testing. A root cause investigation is currently underway. No adverse event resulted from the defective monitor.